Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
8/14/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as beginning to open. The patient's doctor recommended the use of neosporin cream. There is no alleged device malfunction associated with the skin irritation. Follow up was completed and the skin irritation was unchanged.